Event description:
It was reported that the device was at elective replacement indicator (eri) voltage level. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) voltage level when received. Analysis of the device image revealed the device was drawing a high current. Electrical testing was performed and high current drain from the hybrid due to an anomalous capacitor was confirmed.